Event description:
It was reported that the patient had three inappropriate shocks due to oversensing of noise. The malfunction is not likely to cause or contribute to a serious injury. There were no known additional adverse patient effects. The device remains implanted.